Event description:
Pt reported experiencing elevated blood glucose of 400 mg/dl with this infusion device. His normal range was 110-120 mg/dl. He indicated that the previous night, before going to bed, his blood glucose was 89 mg/dl. In the morning his blood glucose was 159 mg/dl. Pt stated that his blood glucose was elevated before eating his evening meal. He reported using an insulin pen with novolog to reduce blood glucose level. Pt reported testing his blood glucose 8-10 times per day. He indicated that his blood glucose level was erratic since he began using this infusion device. Patient switched to the backup infusion device, adjusted his basal rates, and reported that his blood glucose issues were resolved. No medical assistance was required. Product was requested to be returned for evaluation.